Event description:
The rptr stated that she did back to back blood glucose tests, within 10 minutes, using different finger sticks. The results were 231, 187, 212, 200, and 161 mg/dl. The rptr stated that she did not have any symptoms; she did state that she was dehydrated and taking a diuretic for swollen feet. No harm was alleged.